Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that after a system update, multiple users could not log in to 20 pyxis machines. A technical support specialist followed the knowledge article 000013716 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system after a system update, multiple users could not log in to 20 pyxis machines. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.